Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by department of orthopaedics, xiaoshan traditional chinese medical hospital in china. The title of this report is ¿controlled study on gamma nail and proximal femoral locking plate for unstable intertrochanteric femoral fractures with broken lateral wall¿ published on july 24, 2018, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at https://doi.org/10.1038/s41598-018-28898-6. This report includes research done on 20 patients between the period january 2014 and january 2016. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses femoral head necrosis for which hip replacement surgery was performed eight months after operation.